Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) oversensed t-waves due to noise. No intervention was performed. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.